Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of unexpected restart alarm and signal too low alarm. The customer's blood glucose level was 5.3 mmol/l at the time of the incident. The customer stated that after changing the battery, she had to set up the time and date. The product was not returned for analysis.